Event description:
Info received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the pin of the latch spring was broken. He replaced the latch spring to repair the bed.